Manufacturer narrative:
Patient initials: (B)(6). Patient weight is unknown this report is for two unknown 6.0mm uss rods/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision of a lumbar fusion was performed on (B)(6) 2015 due to adjacent level disc pain/herniation. The original procedure, an l5-s1 post lumbar inter-body fusion, was performed on (B)(6) 2011. Construct was to be extended to l4, and when pre-operative films were taken the broken screw was detected. All of the universal spine system (uss) screws (one of which was broken/piece of distal tip was left in the patient's vertebral body), collars, nuts and rods were removed and none were re-implanted. Matrix dual core screws, matrix polyaxial heads, mirs rods, and matrix locking caps (without saddle) were re-implanted at levels l5-s1 in addition to the extension at level l4. No reported surgical delays and procedure was successfully completed. Patient status is unknown. This report is for two unknown 6.0mm uss rods. This is report 9 of 13 for (B)(4).